Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that there was calcification in the capsule/ins pocket. The doctor reported that it almost looked like foreign matter, but they had no reason to believe it was foreign. The further stated they had not seen a capsule form this way prior. The patient did not report any pain or discomfort. The patient had either external defibrillation of cardio version that could have contributed to the issue, but it was unclear. The calcification was discovered upon replacement of the neurostimulator and the calcified tissue was removed. It was reported that the issue was resolved at the time of the report. The capsule was removed and sent to pathology. The patient had their old ins replaced with a new one and the patient resumed therapy immediately after the procedure. No further complications were reported or anticipated.